Event description:
A patient was being treated with IV doxorubicin liposomal. The rn accessed the infusaport and began infusing normal saline via an infusion pump using a "primary set" with a back check valve. The rn attached the chemotherapy dose, using a primed secondary set. The infusion was started as ordered. After a short time, the rn noticed the chemotherapy dose, which is red in color, was infusing down the secondary set as it should, but was then flowing up the primary set, through the back check valve and into the drip chamber below the flush bag. A pair of hemostats was used to clamp the primary line above the secondary set attach-point, thus preventing any further flow up to the flush bag. The infusion was completed, and the entire tubing set was discarded as one piece to prevent exposure.our facility has recently submitted similar reports of back check valve failures with hospira tubing. Hospira has indicated to us that the failure is due to particulate matter inside the valve which prevents it from sealing. The size of the particulate matter is between 0.015 and 0.025 inches and has been identified as abs (plastic) or silicone. In addition to concerns of inaccurate infusions due to the back check valve failure, hospira advised that this particulate matter could infuse into a patient. This failure may also go unnoticedby clinicians, especially if the secondary medication is clear. Hospira has indicated that their supplier of the back check valve has implemented several actions to address the back check valve failures.in the meantime, our facility has switched to tubing that does not have back check valves in the majority of our patient population. In those populations that were unable to switch to tubing without back check valves, we have implemented the use of micron filters to prevent patient exposure to the particulate matter.